Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator had a high ground reading. A follow up was performed with the technician, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The technician reported that the v60 ventilator had a high ground reading. The technician also reported that the o2 fitting retention plate was replaced, and the issue was resolved.